Event description:
It was reported that the patient experienced an inadequate stimulation, and patient seemed to have an allergy or reaction to the device. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six years ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216700 . Model: sc-8216-70. Serial: (B)(6). Batch: 15398650. UDI: (B)(4). Product family: scs-linear leads . Upn: m365sc2218700 . Model: sc-2218-70. Serial: (B)(6). Batch: 15879003. UDI: (B)(4).